Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained data spanning 9 days ((B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms due to temporary losses of power while connected to the mpu on (B)(6) 2021 at 23:48:01 and (B)(6) 2021 at 8:46:48. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional information (including if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event, such as a loss of power to the house); however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, rev. C, and heartmate ii instructions for use (IFU), rev. C, under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2021 that the patient's log files captured no external power events on (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.